Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient was presented in the hospital due to a syncopal episode. Following a device check, the pacemaker exhibited noise. The device remained implanted.